Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2022-05454. It was reported that patient had ineffective coverage of the left side and lead diagnostics showed high impedances on contacts 1-8. Contacts 9-16 provided effective right side coverage. Surgical intervention was undertaken on (B)(6) 2022 and the existing left lead was disconnected from the ipg header and left in situ (related manufacturer reference number 1627487-2022-05454). In turn, a new left lead was implanted and placed next to the existing lead. Effective bilateral coverage was restored post-op.